Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient sought medical attention due to high blood glucose (bg) levels. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Symptoms reported include nausea. The patient initially saw her primary care physician (pcp), who removed the pod and treated her with a zofran injection; an hour later pcp referred patient to the emergency room (ER). While waiting to be seen at the ER, patient self administered an insulin injection. Patient spent over 9 hours at the ER, where she was diagnosed with diabetic ketoacidosis (bg > 1000 mg/dl) and "a touch of a virus"; patient was treated with saline solution via intravenous fluids. A prescription was provided by pcp for zorfan to counteract any future nausea symptoms.